Event description:
Customer reported that she noticed air bubbles in two reservoirs and received a no delivery alarm. Blood glucose value was 247 mg/dl. Customer stated that the insulin pump was not rewound with a reservoir in place. Insulin was refrigerated and at room temp when filling reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.